Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the receiver failed. The reported event was confirmed. The root cause was determined to be assembly error.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on date of report, patient experienced a hypoglycemic event. Patient's husband found patient passed out. He administered glucagon and called 911. Paramedics arrived and transported patient to hospital where she was monitored and released. The patient had her cgm user select low alert set to vibrate, but did not hear nor feel any vibratory alerts at the time of incident. She does not recall her cgm or blood glucose value at the time of event. Upon further troubleshooting, patient noticed that her receiver does not provide auditory alerts. At the time of her call to technical support, patient reported being in fine condition.